Event description:
It was reported that within a few days of the implant procedure, the right ventricular lead had some loss of capture, the bipolar threshold was lower than the unipolar threshold, and the unipolar threshold had variability. A micro-perforation was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Blood was noted on the distal electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).